Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 bd¿ nestable sharps collectors experienced damaged lid locks. The following information was provided by the initial reporter: during inspection at the customer's side, some lids were found to be deformed.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information were made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like missing lids or foreign matters during the manufacturing process for the part number reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids or foreign matters for the same part number throughout the last twelve months.

Event description:
It was reported that 8 bd¿ nestable sharps collectors experienced damaged lid locks. The following information was provided by the initial reporter: during inspection at the customer's side, some lids were found to be deformed.